Event description:
The user was activated in (B)(6) 2022. Around that time there was a slight discharge coming from the scar. The surgeon prescribed antibiotics. Afterwards, she was able to wear her processor and was satisfied. In (B)(6) 2023, the problem reoccurred and in the beginning of (B)(6), the clinician saw clearly the beginning of extrusion of the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to an extrusion of the device though the skin in the post-operative period. However, after the revision surgery the wound did not heal and the device extruded again. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. Explantation is planned but no date has been scheduled yet.

Event description:
The user was activated in (B)(6) 2022. Around that time there was a slight discharge coming from the scar. The surgeon prescribed antibiotics. Afterwards, she was able to wear her processor and was satisfied. In (B)(6) 2023, the problem reoccurred and in the beginning of july, the clinician saw clearly the beginning of extrusion of the implant. Revision surgery has been performed on (B)(6) 2023, where the device was repositioned 2 cm from the initial position. The electrode array migrated out of cochlea during surgery, however, was re-inserted after re-drilling of posterior tympanotomy and rw opening.